Event description:
Initial troponin t stat result of 0.113 ng/ml was repeated and recovered 0.088 ng/ml. Incorrect result was not used to provide pt treatment. Field svc rep ran the am performance check test, but could not duplicate the problem reported by the customer.